Event description:
PICC kit obtained for line placement. PICC line was being placed and when splittable needle was withdrawn and attempted to peel away, it did not break away and had to be manipulated to get it to peel away approprately. This type of work-around increases the potential for losing the line. This facility has had multiple similar events with the splittable needle in the PICC kit. There is no visual defect with the involved devices: staff are unable to predict which device will have a problem until it is in place in the patient. Staff inserting these lines are very familiar with the product and have extra training on the insertion of the line. There has been one or more such events per month with this device over the last several months. The manufacturer has been notified with each event and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.